Event description:
Pump was reported to have triggered an altitude alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was advised to use a current pump while receiving a replacement with updated software. Technical support provided instructions for returning the problematic pump and ensured customer understood the steps needed upon receiving the replacement.